Manufacturer narrative:
The reported complaint of "the blood returning from the orange luer while placing the quattro catheter (lot # 87353) in to the patient" was confirmed during the functional testing. The cause for the reported complaint was due to a pinhole leak at the distal end of the distal balloon. The probable root cause for the pinhole could be a latent material defect. Upon visual inspection of the returned quattro catheter, no physical damage was observed. Noticed blood residues on the balloons and inside the luered tubing port. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at distal end of distal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the start-up kit with lot # 87353.

Event description:
During patient treatment, the doctor noticed blood returning from the orange luer while placing the quattro catheter (lot # 87353) in to the patient. Immediately the catheter was replaced with the new catheter to continue the treatment. No known impact or consequence to patient information was provided.

Manufacturer narrative:
Zoll has received the catheter for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During patient treatment, the doctor noticed blood returning from the orange luer while placing the catheter in to the patient. Immediately the catheter was replaced with the new catheter. In addition to that, the doctor experienced difficulty to advance the guidewire during the previous catheter placements. Per doctor, the reason for the difficulty in the guidewire insertion was due to the bent needle hub. The doctor noticed that the needle hub in the last three catheter kits were bent. No known impact or consequence to patient information was provided.